Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-00103. The distributor confirmed that the previously reported catalogue and lot number was incorrect. They have now been corrected. The following sections are being reported: d1: brand name; d4: catalogue and lot number; h2: if follow-up, what type; h10: additional narratives/data.

Event description:
No additional or corrected information to report.

Event description:
Doctor indicated fracture. The screw fractured. Doctor was able to finish with another product.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. Lhr review was performed and no internal deviations, non-conformance's and /or problems occurred during the manufacture of the lot which could cause or contribute to the reported product experience condition. Condition of the returned product was evaluated to confirm the reported product experience. Most likely root cause of the failure mode / hazard:thread fracture during placement typically results from application of excessive torque to the abutment. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type; h3: device evaluated by manufacturer; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. Lot history records were reviewed to evaluate whether any internal deviations, non-conformances, and/or problems occurred during the manufacture of the lot, which could cause or contribute to the reported product experience condition. A review of related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Condition of the returned product was evaluated to confirm the reported product experience. A definitive root cause could not be determined. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time.